Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning on and off. The customer also reported that they received a battery out limit and low reservoir alarm. The customer's blood glucose level during the incident was unknown. The alarm occurred during normal use. During the battery out limit alarm the insulin pump restarted. It was found that there was a crack in the battery compartment. The customer did not know how the damage occurred. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.